Event description:
It was reported that right atrial lead was oversensing and had variable impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal lead conductor was fractured while in-vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.